Event description:
Patient implanted with click'x at l5-s1 continued to experience pain post-op. During revision, the tip of the screw placed at s1, right, was noted to be broken. The tip was left in the bone and a new construct was implanted.

Manufacturer narrative:
Additional information has been requested. No investigation could be performed, no conclusion could be drawn, as no device was returned. Synthes is unable to determine the manufacture date without a lot number.